Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), company representative, and a consumer regarding a patient currently receiving morphine (10 mg at 2 point something) via an implanted pump. The patient¿s medical history included being ¿half deaf¿. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that a pump alarm was heard on (B)(6) 2017. Per the reporting hcp, the patient had been discharged from their practice and was currently at a different medical facility that did not have a programmer to interrogate the pump. The hcp was looking for assistance in getting the pump checked. The patient had no symptoms. Additional information was received on 07-nov-2017 from a company representative who reported that they had spoken with the facility and were told that no alarms were being heard. The company representative was not asked to interrogate the pump. Additional information was received on 15-nov-2017 from the hcp who reported that she was on the phone with the facility (at which the patient was present) on (B)(6) 2017 and she could hear the alarm in background. The hcp was told (by the facility) that it had been alarming since (B)(6) 2017. The hcp stated that it was never confirmed if the alarm was coming from the pump and a cause for the alarm was not determined. The hcp noted that the patient was switching pain management providers and should not have needed a pump refill or anything done with his pump until (B)(6) 2017. The caller stated that they did not know the patient¿s new facility. The hcp had not been in contact with the facility since (B)(6) 2017. Additional information was received on 16-nov-2017 from the patient who reported that he had a ¿major problem¿ because his pump had run dry. At the last 3 sessions in a row, he had not been given printouts and he was not called and told that his pump was low. The paperwork that he currently had showed that the low reservoir alarm date was on (B)(6) 2017 and the pump had beeped around midnight that night. The next day, he heard the pump beeping again which he thought was the critical alarm, so he called his clinic. The patient was currently living in a retirement home. Per the patient, the retirement home was told the he was using his ptm (personal therapy manager) to ¿bump himself up¿ and that was why the pump ran out of medication, but he had not used his ptm in a couple of years and was 90% sure he gave the ptm back to the clinic and didn¿t have it anymore. Per the patient he did not currently have a pump managing physician. No further complications have been reported as a result of this event.